Manufacturer narrative:
There was no known patient involvement. PMA/510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium gordonae. The lab report has been supplied. There is no known patient involvement.

Manufacturer narrative:
Through follow up communication, liva novadeutschland learned that the device was cleaned regularly per the IFU, the device was placed inside of the operation theatre during use with the fan positioned opposite to the patient and an estimated distance between the surgery field and the device of three meters. The device is fully functional.